Event description:
Pt who was implanted with a four level cervical plate experienced a pull out two months after being implanted. The plate was providing support for a three level corpectomy. The top two screws pulled out so they were replaced with oversized screws. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
Contact reported that pt is a smoker with osteoporosis. He also confirmed that the screws were still locked in the plate and that the plate had pulled out of the bone. Pt did not fuse. Events of this nature are not unexpected. Pt bone quality and the potential for non-union are addressed in the instructions-for-use (IFU) supplied with the device. Pt condition affected the effectiveness of the device. Problem was not device related.